Event description:
It was reported that during a meniscus suture surgery, after t1 was implanted, t2 fell off. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after t1 was implanted, t2 fell off.¿ please note: this style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Placement too far from each other may cause suture to pull the 2nd anchor from the needle track before intended use. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The depth limiter was attached and trimmed. The anchors and suture were returned separated from the device. One was broken. The needle¿s distal tip was slightly twisted toward the right. Device¿s actuator lever was found fully advanced. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.